Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The aware date reported in the initial MDR was incorrect, the correct date is september 24, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event that the distal end glue peeled, it is likely the defect was caused by physical stress and/or chemical stress. The event can be prevented by following the instructions for use which state: operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient reprocessing manual_ compatible reprocessing methods and chemical agents_ compatibility summary the endoscope and accessories are compatible with several methods of reprocessing. However, not all reprocessing methods are compatible with all endoscopes and all accessories. Reprocessing with incompatible methods can cause equipment damage even if the number of reprocessing cycles is small. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a gap of adhesive on the distal end. There were no reports of patient involvement.